Event description:
Abipap a30 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, an error code (the power fail volt is outside the valid range of 4.775 to 5.675 for at least 10 second.) Was found in the ventilator's downloaded error log. There was no patient harm or injury reported. The system pca needs to be replaced to address the issue.